Event description:
It was reported that the patient was having pain in her back. The patient was reportedly on group a at 3.7 for group 1 that covers both legs and her back. It was noted that group 2 covers he bilateral back and group 3 covers her left leg. It was later reported that the patient was still having concerns but had an appointment with her health care provider or manufacture representative on (B)(6) 2013. It was further noted that the patient had 'zero' knowledge of the stimulator. The patient was reportedly educated pre-operatively but was too nervous to retain it. It was later reported that the patient was reprogrammed and was doing better but the stimulation still does not catch the pain across the lower back. It was further reported that the stimulator would stop working for 30 seconds to 3-4 minutes when she was walking or 'doing stuff.' The patient reportedly did not remember when this started. It was noted that the patient checked the device with the patient programmer and the programmer showed the stimulation to be on, but she would not feel the stimulation. It was further noted that within the week or two prior to the report the issue of the stimulation shutting off had gone away.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported technical services reviewed the software card telemetry from the physician programmer and found no evidence to indicate the stimulation was turning off.

Manufacturer narrative:
Concomitant products: product ID 37744, serial# (B)(4), product type programmer, patient; product ID 37754, serial# (B)(4), product type recharger; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
Additional information received reported that the patient continued to have back pain. It was noted that the patient thought that their back pain started around the time they received intermittent stimulation. Please note that this event has also been reported in manufacturer report #3004209178-2013-03122. All further information regarding the event will be reported in the current report.

Event description:
Additional information received reported the patient felt like "the battery was going on and off" and they felt like it was positional.

Event description:
Additional information received reported the patient was seeing a doctor and the manufacturer representative had not heard of any diagnostic results, or any actions planned for the future. It was noted that in her last correspondence, the patient was still having back pain. It was reported that a manufacturer representative (rep); briefly thought the leads were upside down, but found that was not the case. It was noted they were going to try reprogramming the device again. It was reported the patient thought there was something wrong with the stimulator, even though "you couldn't find it in the testing". It was reported the patient knew what happened and documented it and still kept turning her stimulator back on to see if it had started working on it's own as it did when it would abruptly stop for no rhyme or reason while she was walking. It was noted that if the device did not work, the patient wanted it out and would start the process all over again to get another one. It was logged that "maybe something had happened in her back to cause it", but the patient doubted that because "this was the second time it had malfunctioned." It was reported the patient's device would come on but only go down as far as her legs, with no back relief.